Event description:
It was reported that sixteen days after the successful coil embolization of the ruptured posterior communicating artery aneurysm, the patient was discharged with ¿severe mental or physical disability (dependent)¿. No further information is available.

Manufacturer narrative:
Anticipated procedural complication the device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Neurological deficit is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.